Event description:
After intra-aortic balloon pump for 18 hrs, blood was noted in the catheter tubing. (Event complications: none from the event - reported 8/21/98.) (Pt's current status: unk - reported 8/21/98.)